Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not recur, and successfully started new sensor session; no additional information was received regarding further outcome of event.